Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: qc 1: 3.6 inr, qc 2: 3.6 inr, qc 3: 3.6 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
(B)(6). Occupation = lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with a coaguchek xs meter (unknown serial number). At 1 p.m., a sample from the patient was tested on the meter, resulting as 3.7 inr. At 5 p.m., a venous sample from the patient was tested in the laboratory with an unknown method, resulting as 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is around 3.5 inr and must keep his value close to this. If the patient drops below 3 inr, he is usually admitted to the hospital.